Event description:
It was reported that the patient¿s pump tubing snagged on a doorknob and the system displayed an insulin occlusion alert; the patient primed and reconnected the tubing after seeing drops, then later received another occlusion alert and changed the infusion set, successfully filling the tubing and priming the cannula. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the reported issue involved lack of insulin delivery effect, and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.